Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-mar-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 78-year-old male patient. There was no additional patient information available. Return product is not available for investigation. Date tested resut (B)(6) 2026 1543 481 sec. (B)(6) 2026 1611 808 sec. (B)(6) 2026 1635 532 sec. (B)(6) 2026 1704 424 sec. (B)(6) 2026 1732 450 sec. (B)(6) 2026 1800 122 sec. (B)(6) 2026 1836 747 sec. (B)(6) 2026 1847 460 sec. (B)(6) 2026 1908 445 sec. (B)(6) 2026 1926 429 sec. (B)(6) 2026 1954 137 sec. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.